Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: he has been experiencing high blood glucose (bg) over the past month. Patient states their bg today was up at 455 mg/dl at 1:40 pm and they were experiencing severe fatigue. Patient bolused 29.2 u from their pump. Customer support (cs) advised patient to check bg again during call as patient had not rechecked following 140 pm bolus. Bg at time of call was 334 mg/dl and patient was still severely fatigued. Patient bolused 10 u of insulin from their pump. Patient reports no changes to medications no recent illness no increases in pain or stress, no change in diet or weight. Patient verified all settings were correct. Cs found now issues with the programmed settings in the pump. Pump is found to be delivering. Cs strongly advised patient to prime tubing completely until 3-5 drops of insulin come out of the tubing during site change as patient is receiving air for bolus and basal initially after site changes leading to high bg. Cs advised patient to start monitoring bg more closely as patient had no rechecked bg after having a 455 mg/dl reading at 1:40 pm until calling cts. Cts offered to follow up with patient at a later time to assess how bgs are responding to the pump. Patient stated they would be out to eat and running errands. Cs again strongly advised patient to monitor bg within another hour and frequently after to assess if bg is responding to boluses from pump. Cs advised patient to follow up for any assistance with site changes or pump as needed. Patient verbalized understanding. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.